Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the root cause could not be determined. One 5 fr t/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed saline use residues throughout the returned device. A split was observed in the clear extension tubing just distal of the gray solo valve. A microscopic observation revealed a diagonal split in the clear extension tubing of the gray lumen. The fracture edges appeared sharp and uneven. The fracture surface appeared granular along the split with no obvious striations. A root cause of the failure could not be determined from microscopic inspection of the split observed in the device; however, contact with a sharp or metallic instruments may cause splits in the extension tubing if caution is not taken during use of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC team was attempting an over the wire exchange of a five french triple lumen provena power PICC. While prepping the new device, the inserter noticed a small pinhole in one of the extension legs of the PICC. As they flushed with saline, the saline began to leak from the hole. At this point, they opened a new kit in order to obtain a functioning device. There was no harm to the patient and the new device was placed without issue. No other information was provided.